Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and the results will be provided in a supplemental report. The owner's booklet instructs the user to be prepared to give him/herself an injection of insulin if delivery is interrupted for any reason. The user was treated appropriately with insulin when pump therapy was initially interrupted no detail is known between that time and the time of the emergency room visit. No conclusions can be made at this time.

Event description:
The pt reported receiving loss of prime alarms for two hrs. She confirmed changing cartridges multiple times with cartridges from the same box. She says that a large amount of insulin escaped from the infusion set at the luer lock with the previous two cartridges. The pump continued to alarm "no prime" alarms and could not complete the prime step. The pt's blood glucose level reportedly rose to 27 mmol/l but did not suffer any nausea, vomiting, abdominal pain or shortness of breath. The pt reports she was treated with 10 units of insulin via syringe at the time. During a f/u call with the pt's father he said the pt went to the emergency room on the morning of ( B)(6) with elevated blood glucose but no ketones or symptoms. She was released from the emergency room that day and was given lantus and a rapid-acting insulin until her new pump arrives on (B)(6).